Manufacturer narrative:
(B)(4). Maude report number: mw5067423.

Event description:
It was reported that during a laparoscopic bariatric procedure; the tip of the trocar broke off when being removed from the patient. This bladeless trocar was placed in the patient, surgery was performed. At the end of the procedure when the assistant was removing the trocar, it was discovered that the tip of the trocar had broken off. The surgeon inspected the wound and area around surgical field and the approximate 2mm radiolucent piece was undetectable. Precautionary films were taken and read by radiologist as negative. There were no adverse patient consequences reported.